Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result was 8.0, with a retest result of 5.8 inr. The corresponding lab result reported was 4.2 inr. The pt's coumadin was held. The device was replaced and requested to be returned for eval.